Manufacturer narrative:
Additional manufacturer narrative: the 19mm bioprosthetic aortic valve was treated due to aortic stenosis. Added patients past medical history. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing deficiency was not identified. A definitive root cause could not be determined. However, it is possible that medical intervention was performed due to svd/nsvd due to patient's condition/risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. The reported device was not returned as it remains implanted. Without additional information or device the reported re-operation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 19mm aortic bioprosthetic valve that requires valve in valve intervention after an implant duration of approximately four (4) years, four (4) months due to unknown reasons. The patient was implanted with a 20mm transcatheter valve within the existing valve. Both devices remain implanted. There were no reported complications.